Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned or analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A nc quantum apex mr 12mm x 3.00mm balloon catheter was advanced to predilate the lesion. While inflating the balloon, it ruptured. How many times the balloon was inflated and to what atms is unknown. The balloon was removed intact. Predilation was completed with a non-bsc balloon. The procedure was completed with the implant of a non-bsc drug eluting stent. No patient complications were reported and the patient's status is good.